Event description:
Reporter indicated that device diagnostic testing following generator replacement surgery resulted in high lead impedance reading, indicating possible device malfunction. Neurosurgeon reportedly did not have time to replace the lead at the time of the generator replacement surgery. The pt began to complain of a shocking sensation in their chest and the pt's device was subsequently programmed to off. Neurologist plans to monitor the pt for any increase in seizure activity and recurrence of shocking sensation while the device is programmed to off. X-rays reviewed by radiologist did not reveal any obvious discontinuities in the ncp system. It was reported that device diagnostic testing at office visit 5 months prior also resulted in high lead impedance reading, but that treating neurologist assumed that the high impedance result was due to the generator nearing end of service. Lead break is suspected.